Manufacturer narrative:
The lcd screen issue was observed during a visual inspection of the returned autopulse platform. The lcd had defective/missing pixels. The defective lcd was likely caused by normal wear and tear. To remedy the issue, the defective lcd display needs to be replaced. The autopulse passed the initial functional testing. No problem found during archive data review. As part of routine service during testing, the platform was examined and found damaged top cover during the transit, unrelated to the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) lcd screen was distorted and not readable during the device check. No patient was involved.